Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a mechanical jam. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a flail was present and the mean pressure gradient was 4mmhg. An xtw clip (20824r1061) was inserted and placed on the mitral valve. However, while attempting to deploy the clip, the lock line (ll) was pulled, but resistance was felt. Troubleshooting was performed, but the ll was unable to be removed. Therefore, the clip was opened and removed from the anatomy. Another xtw clip (20831r1017) was inserted and deployed on the mitral valve, reducing mr to a grade of 2+. However, the gradient increased to 6mmhg. Although the gradient increased, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.